Event description:
The hosptial reported that during the second coronary artery bypass graft procedure, three seals did not deploy. The surgeon used fourth unit to complete the procedure. No patient complications were reported by the hosptial.